Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that almost 7 months after the dental implant and abutment were placed in ada site 4 in type I bone, the implant lost osseointegration. Clinician reports discomfort which went away after the implant's removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist also reported that immediate implant and immediate load were performed. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reports that almost 7 months after the dental implant and abutment were placed in ada site 4 in type I bone, the implant lost osseointegration. Clinician reports discomfort which went away after the implant's removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).